Manufacturer narrative:
Analysis summary: the observed malfunction was due to misalignment of the pt cable release connector.

Event description:
The reporter indicated that the analyzer's plug for the patient-cable could not be pulled out easily. The exact event date is unknown.